Event description:
The pt reported that she had her primary surgery on the right hip (B)(6) 2011 due to avascular necrosis. On (B)(6) 2011, it had to be replaced because the hip never settled in.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.